Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference: 1221359-2021-01733.

Event description:
The customer reported various false positive results across various sites with the ID now covid-19 assay. This MFR. Report addresses the false positives for which the customer was not able to provide the lot # for and is two (2) of two (2). The customer reported multiple false positive results with the ID now covid-19 assay performed in various locations over the past several months (confirmed by follow-up negative results,platform unknown) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m142049 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m142049 and test base number 190-430 / lot m142049. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m142049 showed that the complaint rate is 0.005%. Abbott diagnostics scarborough was unable to determine the exact root cause as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.